Event description:
This supplemental report is being filled to include additional information regarding the explant of the deactivated system and the replacement with a new system. No additional adverse events were reported.

Manufacturer narrative:
This report was filed to provide additional information regarding the explant of the deactivated system. The system remains within the explanting facility at this time.

Manufacturer narrative:
This device is still implanted at this time. No further information concerning this report is currently available. This investigation will be updated should further information be provided.

Event description:
It was reported that this device displayed high shock lead impedance code and the device has been deactivated. The patient has not been cooperative with regular follow-ups and they are now considered unprotected. The patient has not been seen at the clinic at this time. No adverse patient effects were reported.